Event description:
It was reported that the patient had two episodes that occurred during charging the deep brain stimulator (dbs) implantable pulse generator (ipg). During the first episode, the patient experienced discomfort in both her legs. During the second episode, the patient experienced strong involuntary movements in her extremities and having strange thoughts, such as taking a knife to cut off the leads to her brain. The patient also had obsessions such as throwing her mobile phone into the wall. After this episode, the ipg was turned off. The patient refused to have the ipg turned on again and demanded to have the entire dbs system explanted. The patient underwent an explant procedure to explant the entire dbs system. Additional information was received that the patient saw the neurologist between the episode of feeling discomfort in both her legs and strong involuntary movements in her extremities and the removal of the dbs system. In (B)(6) 2022, the patient complained about phenomena in her fingers and some kind of involuntary movement in her fingers, especially near electromagnetic devices. The patients issues were discussed in a multidisciplinary meeting with the neurologist and neurosurgeons. The physicians' conclusion was that the patients symptoms were not related to the dbs system. Additional information was received that the neurosurgeon used bipolar cautery during the explant procedure of the leads. The physician also confirmed there has been no change in the patients status post-op compared to the patients status prior to the explant procedure. The patient has not been to hospital since the explant procedure took place.

Manufacturer narrative:
The returned db-1200 (serial number 700756) ipg was analyzed and passed visual inspection and passed the functional test. An analysis of the data log revealed that the depletion rate was normal prior to explant. Stimulation was monitored on an oscilloscope and did not reveal any anomalies when a charger was placed over it. However, after the explant, the depletion rate increased, which likely indicates electrocautery damage. This damage is likely a result of a typical explant procedure. The explanted db-2202-45 (serial number (B)(6)) leads and nm-3138-55 (serial number (B)(6)) lead extensions have not been returned. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. A labeling review was performed on the devices and did not reveal any anomalies. The IFU states that motor problems such as paresis, weakness, incoordination, restlessness, muscle spasms, postural and gait disorders, tremor, dystonia, or dyskinesias, and falls or injuries resulting from these problems, pain, headache, or discomfort, transient or persistent, including symptoms due to neurostimulation, and psychiatric disturbances such as anxiety, depression, apathy, mania, insomnia, suicide, or suicidal ideation or attempts are known risks with the use of deep brain stimulation. Additionally, the IFU states that strong electromagnetic fields can potentially turn stimulation off, cause temporary unpredictable changes in stimulation, or interfere with remote control communication. If an electromagnetic field is strong enough to turn stimulation off, this will be temporary, and stimulation may automatically return once the electromagnetic field is removed. The returned ipg was analyzed and passed all tests performed. Database analysis revealed that the depletion rate was normal prior to explant. Stimulation was monitored on an oscilloscope and did not reveal any anomalies when a charger was placed over it. Although, after the explant procedure, the depletion rate increased, which likely indicates electrocautery damage. This damage to the device is a result of a typical explant procedure. The explanted leads and lead extensions were not returned; as such, physical analysis has not been conducted in our laboratory. The device history record review, however, confirmed that each of the dbs leads and lead extensions met specification prior to distribution; no manufacturing deviations were noted that could have contributed to the event reported. The labeling review was conducted for all devices. This review determined that the reported events of psychiatric disturbances, motor problems, and discomfort, are known risks with use of the deep brain stimulation system, as documented in the instructions for use (IFU).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 21155627. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 21155627. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 21155622. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 21155622.

Event description:
It was reported that the patient had two episodes that occurred during charging the deep brain stimulator (dbs) implantable pulse generator (ipg). During the first episode, the patient experienced discomfort in both her legs. During the second episode, the patient experienced strong involuntary movements in her extremities and having strange thoughts, such as taking a knife to cut off the leads to her brain. The patient also had obsessions such as throwing her mobile phone into the wall. After this episode, the ipg was turned off. The patient refused to have the ipg turned on again and demanded to have the entire dbs system explanted. The patient underwent an explant procedure to explant the entire dbs system. Additional information was received that the patient saw the neurologist between the episode of feeling discomfort in both her legs and strong involuntary movements in her extremities and the removal of the dbs system. In (B)(6) 2022, the patient complained about phenomena in her fingers and some kind of involuntary movement in her fingers, especially near electromagnetic devices. The patients issues were discussed in a multidisciplinary meeting with the neurologist and neurosurgeons. The physicians' conclusion was that the patients symptoms were not related to the dbs system.

Event description:
It was reported that the patient had two episodes that occurred during charging the deep brain stimulator (dbs) implantable pulse generator (ipg). During the first episode, the patient experienced discomfort in both her legs. During the second episode, the patient experienced strong involuntary movements in her extremities and having strange thoughts, such as taking a knife to cut off the leads to her brain. The patient also had obsessions such as throwing her mobile phone into the wall. After this episode, the ipg was turned off. The patient refused to have the ipg turned on again and demanded to have the entire dbs system explanted. The patient underwent an explant procedure to explant the entire dbs system.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-linear leads; upn: unk-p-dbs-linear_leads; model: unknown; serial: unknown; batch: unknown.